Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, the anvil would not tilt when paired with the handle. The stapler was fired with ease. There was no patient injury.